Event description:
It was reported the atrial chamber was not pacing. There was no patient involvement.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report. However, analysis did find that the upper case was broken, the lower case was contaminated, the ring cover was contaminated, two side bail covers were broken, the battery release, heart block, lead flex cover, output connectors, heart wire contacts, battery drawer and heart lead flex were contaminated, the keyboard pad was cosmetically damaged, the ring was bent and the battery contacts were compressed.